Event description:
It was reported that the user¿s dexcom g7 15-day sensor paired successfully with the dexcom mobile application but pairing to the ilet failed, consistent with an intermittent communication failure involving the antenna component of the electrical and magnetic system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.